Event description:
Event was reported to caldera medical by an atty. The patient has suffered bladder pain, pain after bowel movement, pain while walking or bending over, painful sexual intercourse, pain in left groin, and pelvic pain while standing. No further info has been provided.